Event description:
It was reported the programmer screen was black and had lines running through. The analyzer and radio frequency (rf) head were returned with the programmer and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed that the screen went black with lines running through it and the flex tape was worn. Analysis also found that the power cord bay latch was breaking off. (B)(4)- the rf head cable tested out of specification. (B)(4)- the analyzer would not initiate and the front case was scratched.